Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. The patient received an air detected in the cassette warning during fill 1 of 5. Technical support suggested to restart with new supplies, but when patient went to open cassette door there was fluid leaking, fluid in the pump module area and fluid on the external part of the cassette. The patient reported that he had an appointment with pdrn the next day. A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. The patient received an air detected in the cassette warning during fill 1 of 5. Technical support suggested to restart with new supplies, but when patient went to open cassette door there was fluid leaking, fluid in the pump module area and fluid on the external part of the cassette. The patient reported that he had an appointment with pdrn the next day. A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The3rd party tracking number was verified and no information was found that the customer sent the sample. It was indicated that the sample was discarded. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.